Event description:
During a pta treatment procedure, the syngery balloon ruptured at 2 atms on the first inflation. The pt was asymptomatic during this event. The lesion being treated was a 75% stenotic lesion in the right common iliac artery. The physician used a 6 fr brite tip introducer sheath in the left brachial artery for vascular access, and a radiofocus guide wire to cross the lesion. The syngery balloon was removed and replaced with a talon balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.